Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) has been confirmed. Upon investigation the battery was unable to recharge or power up a monitor. The cause for the failure was isolated to a defective battery tri-cell. The root cause for the defective battery cell could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) to report that the battery was unable to power up a monitor.